Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 96 mg/dl versus 1546 mg/dl meter to lab. Tests were done within 21-30 minutes with a difference of 31%. Patient did not experience any adverse events.